Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the thromborel s method. At 6:30 a.m. The meter result was 6.0 inr and at 9:00 a.m. The laboratory result was 3.9 inr. The patients therapeutic range is 3.2 - 3.5 inr. There was no allegation that an adverse event occurred. The patient has had no recent changes in diet or lifestyle. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.